Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display while the home patient (hp) was connected. The home patient (hp) stated that all the supply bags were empty and that one unused supply line was not clamped. The hp stated there were no sign of possible leak. The technical service representative (tsr) explained the unused line should stay clamped during therapy. The hp cycled the power to clear the alarm and the tsr advised the hp inform their nurse of the situation. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint for a system error 2240 was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.